Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, d10, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: switching failure at the time of light guide insertion, and failure of the detection part of the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high brightness mode cannot be selected due to a switching failure at the time of light guide insertion, and failure of the detection part of the output connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device had switching malfunction when inserting light guide. The issue was found during a set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.